Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 330461) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable inr results for 1 patient from coaguchek xs plus meter serial number (B)(4) compared to the laboratory result. The laboratory reagent was thromborel s. The result from the meter was 3.9 inr. The immediate repeat result from the meter was 3.9 inr. The result from the laboratory within 20 minutes was 2.9 inr. There was no adverse event. The patient's therapeutic range was 2.8 - 3.5 inr. The qc was acceptable.